Manufacturer narrative:
An event of planned valve replacement due to an unspecified issue was reported. The results of the investigation are inconclusive since the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/ method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2016, an epic stented porcine heart valve w/flexfit system was implanted in the patient's aortic position in another hospital ((B)(6) hosp). The sales rep. Was informed on (B)(6) 2020 that a valve in valve procedure is planned for the patient on (B)(6) 2020. Additional information has been requested, including confirmation of the intervention, however has not been received at this time.